Event description:
On 10/24/05, nellcor puritan bennett received a report that a pt experienced difficulty replacing a 6dct tracheostomy tube. The caller is the end user and he stated that the cuff seemed to be thicker which caused some bleeding and bruising around his stoma during insertion.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The customer reported that the sample will be returned for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.